Event description:
Customer states it was reported that unit is draining o2 tank faster than other units. The ventilator was in use. No harm was reported. The remote service engineer (rse) asked biomed what o2 setting are at. He states customer was using unit with 80% o2 selected. Biomed advised customer that at 80%, unit will drain the o2 tank. Customer states this unit will go through two o2 tanks before the other units will go through one. Customer requesting on-site service to have unit evaluated. An authorized service provider (asp) completed flow testing on the ventilator. The air flow accuracy, o2 flow accuracy, and o2 mix accuracy tests were performed. The issue could not be duplicated. The ventilator is fully operational. As the issue could not be duplicated and all tests passed, the ventilator is determined ready for use.